Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. No product is available for return.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was hard to lock the reservoir. Further details are not provided from. There were no adverse consequences to the patient.